Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient presented with grade 4 mixed tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, a triclip was successfully implanted. The tr was reduced to grade 3 post procedure. On an unknown day in (B)(6), a single leaflet device attachment(slda) occurred from the anterior leaflet. Recurrent tr of grade 4+ was reported. Patient returned symptomatic with dyspnea and dependent edema. On (B)(6) 2026, a re-do procedure was performed. A triclip was implanted to stabilize the slda clip. The tr reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported worsening tricuspid valve insufficiency/ regurgitation (tr), edema, and dyspnea appear to be a cascading effect of the reported slda. Tr, edema, and dyspnea are known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient presented with grade 4 mixed tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, a triclip was successfully implanted. The tr was reduced to grade 3 post procedure. On an unknown day in january, a single leaflet device attachment(slda) occurred from the anterior leaflet. Worsening tr of grade 4+ was reported. Patient returned symptomatic with dyspnea and dependent edema. On (B)(6) 2026, a re-do procedure was performed. A triclip was implanted to stabilize the slda clip. The tr reduced to grade 2 post procedure. There was no clinically significant delay.